Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a nonfunctional and loud keypad issue occurred during evaluation on a trilogy 100 ventilator. There was no allegation of serious or permanent harm or injury. The trilogy 100 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices was found to be nonfunctional and the keypad was loud. The device was returned to the customer nonfunctional due to the customer's request. The root cause isn't confirmed at this time. Attempts will be made to gather additional information regarding the malfunction and required components to address the issue. New information/ correction: the reported event in (B)(4) was previously addressed in (B)(4). This (B)(4) is a duplicate and will be closed.

Event description:
The manufacturer received information alleging a nonfunctional and loud keypad issue occurred during evaluation on a trilogy 100 ventilator. There was no allegation of serious or permanent harm or injury. The trilogy 100 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices was found to be nonfunctional and the keypad was loud. The device was returned to the customer nonfunctional due to the customer's request. The root cause isn't confirmed at this time. Attempts will be made to gather additional information regarding the malfunction and required components to address the issue.